Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected a long charge time, an inactive charge circuit, and the device hit premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.